Manufacturer narrative:
The investigation of placement signal issue has been completed. The data logs confirm placement signal low alarm. The parameters were stable and there were no other abnormalities. The returned pump was inspected and the parameters were within normal ranges. The pump passed the light continuity test. The placement signal not reliable alarm was reproduced in the lab. The pump passed the upon test and there were no physical abnormalities such as biomaterial or damaged pins. The root cause of the optical signal issue was determined to be due to an offset error

Event description:
Us complainant reported the patient was on impella cp support and after the implant, there were placement signal issues with suction alarms. The pump flow was reduced, and the suction alarms stopped, and the pump flow was in creased. The physician repositioned and the pump still had placement signal issues. The physician replaced the pump. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.